Event description:
On 29th september, 2023 getinge became aware of an issue with one of surgical lights - powerled . It was stated the foil of the push button was defective. Photographic evidence confirmed that issue and indicated that the keypad membranes were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The initial reporter was getinge technician. H3 other text : device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer. Corrected h3c if other provide code-explain: none. Getinge became aware of an issue with one of surgical lights - powerled . It was stated the foil of the push button was defective. Photographic evidence confirmed that issue and indicated that the keypad membranes were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on an information gathered, defective part (pwd fork lexan protection tape kit ¿ ard368331555) was replaced and the device was released for a clinical use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. The keypad peeling off is a normal wear at this location. In the chapter daily inspections before use, the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad tape, its replacement must be performed. The tape is available as spare part. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.